Manufacturer narrative:
A4: weight: 51.5 kg e1: initial reporter phone number: (B)(6).

Event description:
It was reported that insufficient roll-off occurred. A 3cm x 15cm leveen? Superslim? Needle electrode was selected for use in a radiofrequency ablation procedure of hepatic lesions. After the needle electrode was inserted into the lesion site, 60 watts worked for 2 minutes, 80 watts worked for 7 minutes, and 120 watts worked for 5 minutes. However, the lesion had no response under ultrasound imaging and did not shine. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Event description:
It was reported that insufficient roll-off occurred. A 3cm x 15cm leveen? Superslim? Needle electrode was selected for use in a radiofrequency ablation procedure of hepatic lesions. After the needle electrode was inserted into the lesion site, 60 watts worked for 2 minutes, 80 watts worked for 7 minutes, and 120 watts worked for 5 minutes. However, the lesion had no response under ultrasound imaging and did not shine. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure. It was further reported that the leveen? Superslim? Needle electrode was placed properly in the target lesion. During ablation, there was no significant change on the impedance indicator on the generator display. Ablation was completed with a new needle electrode and the original generator. The tumor was successfully treated.

Manufacturer narrative:
A4: weight: 51.5 kg. (B)(6). Device eval by manufacturer: the device returned for analysis. No damages to the device were observed. An electrical evaluation was performed by measuring the continuity, and the electrode was able to conduct current, indicating proper connectivity. A resistance test was performed, and the device was within specification. The reported event was not confirmed.